Event description:
A customer reported a malfunction with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, technical support arranged for a replacement pump to be sent and instructed the customer to use multiple daily injections (mdi) as a backup therapy. The customer was also guided on how to store the malfunctioning pump for return and understood the procedure for receiving the replacement.